Event description:
Boston scientific received information that after this right atrial (ra) lead was removed from its packaging, the helix was tested and was able to be extended after 8 turns and then successfully retracted. This lead was then placed using a j-stylet and was able to obtain acceptable measurements. The helix was then extended using 10 turns to fix into the tissue; however, there was no longer any capture. The physician then elected to reposition the ra lead but once repositioned, the helix would no longer extend. The physician applied 30 turns but the helix would still not extend. A different stylet was used and the lead was moved again in the atrium but the helix was still not functioning. The physician then put the lead into the ventricle but the helix would still not extend. The ra lead was removed from the patient and tested on the table which confirmed that the helix was not operating. A new lead was then successfully implanted. No adverse patient effects were reported. The ra lead was returned for laboratory analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present in the helix housing. X-rays were taken and confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.